Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the device event history log. During the evaluation the upstream sensor had cracks on the upstream sensor tail pins causing the false upstream occlusion alarms. The failed upstream sensor assembly was replaced. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message approximately every six minutes during therapy of the drug vancomycin (programmed amount and delivery rate unknown) in the outpatient therapy care area. It was also reported that the nurse swapped out devices and there was no patient injury.